Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The video controller cable was reseated and the generator interface board and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a communications error and an x-ray security error. No pt injury was reported.